Event description:
Patient advised that she was sweating a lot and the v-go device reportedly fell off after being applied for about four hours. Patient prepped the location with the alcohol swabs and allowed the area to dry prior to attaching the v-go.